Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t11-l2 to treat multiple spinal fractures. It was reported that during final tightening of the t11 set screw, the set screw would not break off as it should. The area at t11 was opened up a bit more and it was noticed that there was metal powder at the site. The set screw was removed and replaced with a new set screw. Final tightening and break off were successful. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 5440030, 510k # k102555 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.